Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The analysis showed 40 cm distal to the df4 connector pin that the insulation was found damaged and the conductor cables leading to the rv shock coil and ring electrode fractured. These damages probably occurred due to mechanical stress. Furthermore, the rv shock coil was found covered in fibrotic growth and deformed. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that impedance and threshold measurements were not acceptable. Lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes.